Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. The device was received with cracked case at display window corners, reservoir tube lip, and minor scratched display window.

Event description:
No blood glucose levels reported. The customer reported repeated motor error alarms from the insulin pump. No additional information was provided.